Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.